Event description:
Additional information has been received from the customer that the intended endobronchial ultrasound) bronchoscopy (ebus) procedure was completed with another similar device. The reported issue occurred during preparation for use. There was a small delay in changing out the scope. According to the initial reporter, all three (3) patients had blood tests for cross-contamination, and all three (3) test results were negative.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. Due to the nature of the reportable event (foreign material found in the nozzle), follow up regarding the cleaning sterilization and disinfection (cds) processes performed at the user facility was requested. Customer provided the following information: pre-cleaning: flushed the air/water nozzle with water and air. Flushed air/water nozzle with detergent solution. Brushed points for air/water channel performed with clean lint ¿free cloths, brushes, sponges. It was determined from the cds responses from the customer that there was no obvious deviation in the reprocessing methods from the instruction manual. Based on the results of the investigation, the probable cause could not be determined from the investigation results if there was any relevancy between the subject device and the reported event. Therefore, a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): ¿the following descriptions for reprocessing. Chapter 3 compatible reprocessing methods. Chapter 4 reprocessing workflow for endoscopes and accessories. Chapter 5 reprocessing the endoscope (and related reprocessing accessories). Chapter 6 reprocessing the accessories. Chapter 7 reprocessing endoscopes and accessories using an aer/wd.¿. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation and follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis eus ultrasound bronchofibervideoscope had a poor endoscopic image (no image) and possible cross-contamination during the therapeutic procedure. There were no reports of patient infection, harm or impact associated with the reported event. Additional information reported that three patients were treated with the ebus device. It is possible that the last two patients used a contaminated ebus, as a grain of contamination came from the first treated patient. The patients are pending to be tested to rule out an infection. The device has since been removed out of service. This report is related to patient identifiers (B)(6).